Manufacturer narrative:
Ortho performed batch review, complaint review by lot, donor history, and donor complaint review. Retain testing could not be performed because the cell was expired prior to the awareness date. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reports one event where a patient with history of anti big e failed to react with big e positive cells 3 and 6 of 0.8% resolve panel a of lot vra311 exp. 10/23/18. Prior to the antibody identification test with the panel, the sample was tested with 0.8% surgiscreen cells and it reacted with the big e antigen positive cell 2 (2+) as expected based on prior history. Customer converted the 0.8% panel cells 3 and 6 to a 3% cell concentration and antigen typed the cells for the e antigen by the manual tube method with anti big e antisera produced 4+ reactivity to both cells. Customer is satisfied with proving the antigen was present and believes the issue is with the patient's sample. Customer is reporting for documentation purposes. The anti big e was confirmed to be present when she tested the same sample using 0.8% resolve panel c. All e positive donors reacted as expected. Issue started on: (B)(6) 2018. Frequency: isolated: cell 3 (donor# (B)(6)), cell 6 (donor# (B)(6)). Methodology used: vision. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: no. Qc data: all related qc passed with no issues. Sample type: edta. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Provided possible causes for the false negative reactions as per limitations of procedure section in the instructions for use. Discussed variations in antigen expression and the specificity of the patients' anti-big e. She believes the issue to be this particular patient sample since other patients she tested with anti big e did react as expected with this panel. Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern. Have demonstrated that patient accuracy is not affected and that the concern is isolated to the patient sample.